Manufacturer narrative:
D10: concomitants: 02-012-42-5008 - logic pts, size 5, 8mm 2505028; 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t 4498300; 02-012-60-1880 - logic stem ext 18mm x 80mm 5105044; 204-70-00 - tibial stem ext. Screw 5488829z-0021-2022. H6: the reason for the revision reported was not provided but was likely the result of wear, loosening, infection, fracture, instability, patient related factors, or inclusion of the implanted polyethylene component in the packaging recall.

Manufacturer narrative:
No device returning due to hospital policies. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 62 yo female patient, initial right knee implanted on (B)(6) 2018, underwent a revision procedure on (B)(6) 2022, approximately 4 years 1 month post the initial implant procedure for unknown reasons. The poly was revised, however, there was very little wear. A little west on medial side but that is it. There was no white fluid in the joint from the poly. The femur was a little loose, but the surgeon kept the femur and did not remove it. They swapped out a 5x11 crc to a 5x13 crc. The patient was last known to be in stable condition following the event. The product is not returning due to hospital policy.